Manufacturer narrative:
Additional information received: per the physician, it was reported that no adverse effect mentioned within the article was directly related to the valiant stent grafts used. The only adverse events mentioned were a small left neck hematoma in the first case (which resolved spontaneously), and few tiny embolic infarcts in all three cases that were clinically silent and inconsequential. Given the very large thrombus burden present in the aortic arch in these cases, this was considered a good clinical result. All the arch endografts in these patients (valiant captiva) were deployed with satisfactory axial position and rotational orientation. No treatment was required for the tiny embolic infarcts noted, as these were silent and clinically inconsequential. Section d information references the main component of the system. Other relevant devices are: vamc3030c200te; s/n: (B)(6); use by date: 2018-06-20; upn#: 00643169024809. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following literature article entitled; "cerebral protection using percutaneous normothermic bilateral antegrade cerebral perfusion during total arch tevar in a patient with shaggy aorta" george joseph , rahul pillai, vinayak shukla, krothapalli s. Babu, phd4, shankar manickam, dptech3, viji samuel thomson, korah t. Kuruvilla, roy thankachen, elizabeth joseph and raj sahajanandan journal of endovascular therapy. Https://doi.org/10.1177/1526602820915940. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the patient for the endovascular treatment of the patient with a distal arch aneurysm who underwent total arch fenestrated tevar. The procedure was successfully completed without any clinical neurological deficits; postprocedure diffusion-weighted magnetic resonance imaging was normal except for 2 tiny >2-mm size) acute infarct. No additional clinical sequelae were reported and the patient will be monitored.